Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated she had to remove the sensor after 5 days of use due to the related pain and burning. Prior to inserting the sensor, she had used secura barrier cream, and had previously tried cavilon but each only gave 24 hours protection before burning. She spoke with her doctor who prescribed hydrocortisone 1% petnouate rd cream (presumed to mean hydrocortisone betnovate). Additional information was provided on 03/29/2021. The patient reported she "still has marks from other patches", presumed to mean scarring from previous skin reactions. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.